Event description:
Rptr complains of muscle aches, stomach problems, insomnia, fatigue, hand rash, gastritis, pleurisy, kidney infection, vomiting, chest and back pain, joint swelling, pain and stiffness in hands, wrists, fingers, legs and feet, muscles fatigue, arm rash, breast soreness, memory problems, depression, aching and stiffness, hair loss, cold hands and feet, incorrect implant size, and implant malposition. (Same rptr referred to in 1002635.)